Manufacturer narrative:
Corrected data: b5- "06-jun-2019" should be corrected to "03-jun-2019" in the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b4- (B)(6) 2019" should be corrected to "(B)(6) 2019" in the initial MDR. G4- (B)(6)2019" should be corrected to "(B)(6) 2019" in the initial MDR. Claim#(B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned dry with clear surgical residue in a micro-centrifuge vial. Visual inspection found the optic and haptic deformed with foreign residue on the lens. Claim# : (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -10.0/1.0/086 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced for a longer length lens due to low vault. This exchange resolved the problem.